Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation of the device, the service technician observed visible foam particles inside the blower kit and noted blower foam degradation. In addition, the device exhibited dust and dirt contamination and displayed error codes e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). All attributes were verified and completed correctly. The device was scrapped per customer request, and the service center scrapped the device after completion of the evaluation.